Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9308019. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger would not move when pushed in during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, when the patient was in the ward for impulsive needle sealing, the syringe plunger could not move when pushed to about 5ml. Replaced the flush for the patient to re-seal the needle."